Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an adhesive event with an infusion set which fell off during use. The set was used for 12 hours. Patient's blood glucose at time of event was 300-305mg/dl. Therefore, replaced infusion set and resumed insulin deliveries successfully. No further information available.